Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported failure to advance cannot be determined; however, the reported subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, user facility medwatch report (mw5086373) received that states the following: pt with severe distal left main and ostial circumflex disease, proximal lad is occluded, right coronary artery is occluded, he has a patent lima to lad, a severely diseased saphenous vein graft to an om erritory. He presented as an st elevation mi- the culprit was the vein graft to the om, unsuccessful pci then echo post ml -lvef of 35%. The plan was to intervene upon the vein graft to the obtuse marginal branch. Angiography shows a patulous vein graft to a moderate-sized obtuse marginal territory, there is a proximal stent which is undersized and malposed, just after the stent there is a severe lesion of 95% severity, there is again a severe lesion of 80% severity in the distal graft, anastomotic site, the om surgery was disease free. During procedure, a perforation was noted during brief angiography. The balloon was re-advanced immediately and inflated to contain the tamponade. Neither a 4.0 x 19 mm jostent or 3.5 x 19 mm jo covered stent would advance over the prowater through the guideliner. A rebel bare metal stent was advanced over the prowater into the proximal diseased portion and deployed. Now, the guideliner was advanced past this lesion. The 4.0 x 19 jostent covered stent was advanced over the prowater into the distal vein graft. Simultaneously, the noncompliant balloon, through the guide catheter, tamponading the vessel was deflated and the prowater through the second guide catheter, advanced into the distal vein graft. The noncompliant balloon was pulled back into the mid vessel and the jo colored stent advanced and deployed.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2524 labeled. Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event continued: at this time, there was partial tamponade obtained, so the jo stent balloon was reinflated to obtain full tamponade once again. At this time, the pt lost pulses and CPR was initiated. It was noticed that the jostent balloon would not reinflate at this point. Pt went into vfib twice and needed to be shocked with return to normal pulses. Once the pericardial fluid was drained, the pt somewhat stabilized. The stent balloon had separated from the shaft which is why it did not reinflate earlier. The jostent shaft was intact with the missing balloon at the distal edge. It was decided to halt further attempts at salvaging the vessel and stabilize the pt. Pt expired after the procedure. Graftmaster rx, therapy start/end date: (B)(6) 2019. FDA safety report ID# (B)(4). Correction: weight. Outcome: not a death report. Initial reporter name and address. Type of reportable event. Patient codes: 2262 - labeled, 2687 - labeled, 1762- labeled - removed. Device codes: 1562 - not labeled, 1528 - not labeled - removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a heavily calcified saphenous vein graft to the obtuse marginal (om) coronary artery. Following balloon dilatation with an unspecified device, a perforation occurred. A 3.5x19mm graftmaster stent delivery system (sds) advanced to the perforation without reported issues. It could not be confirmed if the stent was attempted to be deployed or was unable to deploy. The site reporter could not be certain if this stent was implanted. During sds removal, the shaft separated. The distal segment and possibly the stent in addition were unable to be retrieved and remained in the patient's vessel. The perforation had not sealed. A 4.0x19mm graftmaster stent delivery system (sds) was unable to cross the lesion and the perforation had not sealed. The patient coded intra-procedure. Resuscitation was successfully performed and an impella device was inserted. The patient remained hemodynamically unstable and coded again. The patient expired. No additional information was provided regarding this issue.